Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair using the fast-fix, after t1 deployed successful, t2 fell off the needle rail before the deployment knob was depressed. It is unknown if there was any delay or how the procedure was completed. No patient complications were reported.

Manufacturer narrative:
H10: g4 in supplemental MDR 001 was missing, it should be 09-dec-2022.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed the needle overmold assembly was bent. The suture and both anchors were returned. The depth limiter button was not in the default position. T1 was out of the deployment channel. T2 was in the t2 position. The actuator tip was in the t1 position. A functional evaluation of the device showed the actuator tip functioned as designed. Insufficient product information was provided, thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.